Event description:
Reprise IV study. It was reported that complete heart block, 1st degree atrioventricular (av) block, sinus pause and stroke occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin at the time of index procedure. The patient received loading doses of 325 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete and partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure summary: post transcatheter aortic valve replacement (tavr), the patient developed complete heart block. No diagnostic procedure was performed for the event. A temporary transvenous pacemaker was inserted to treat the event. The event was considered recovered/resolved. Two (2) days post index procedure, the patient developed first degree av block. No diagnostic procedure nor action was taken to treat the event. At the time of reporting, the event was considered not resolved. Four (4) days post index procedure, the patient was noted to have spontaneous right-hand jerking, incontinent of urine and a right gaze preference and following the seizure was aphasic and having difficulty protecting airway which required intubation. Neurological examination was performed which revealed the patient to be oriented to person, place and time. The patient was attentive with normal concentration. Language was fluent, speech was of normal cadence and character. The speech was non-dysarthric. Cranial nerve examination revealed: not tested. The pupils are 3 mm, equally round and reactive to light. Visual fields are intact. The erxtraocular movements are full in all directions of gaze. There is no ptosis. Light touch intact and symmetric in the v1, v2, v3 divisions of bilateral trigeminal nerves. Intact masseter and temporalis strength. Facial movements are full and symmetric with the normal lip seal and eye closure. Hearing intact to finger rub bilaterally. Palate elevated symmetrically. Swallow and phonation are normal. There is no palatal myoclonus. Sternocleidomastoid strength is 5/5 bilaterally with normal shoulder shrug. Midline tongue protrusion without atrophy or fasciculations. Motor nerves: tone is normal in all four extremities without fasciculations, atrophy or myoclonus. There are no involuntary movements. No pronator. The patient was diagnosed with ischemic stroke, and diagnosis was based upon neuroimaging. The patient was treated with 2 mg of ativan and followed by propofol for sedation and started on keppra 250 mg. The nihss was 0. The mrs was 0. At the time of reporting, the event was considered recovering/ resolving. Six (6) days post index procedure, the patient was noted with sinus pause. No diagnostic procedure was performed, and no action was taken for this event. At the time of reporting, the event was considered recovering/ resolving. It was further reported that the previously reported spontaneous right-hand jerking, incontinent of urine and a right gaze preference and following the seizure was aphasic and having difficulty protecting airway which required intubation occurred three (3) days post index procedure, not four (4). Five (5) days post index procedure, ECG revealed right bundle branch block with bifascicular block and non-conducted p waves resulting in ventricular pause, longest 3 seconds. In (B)(6) 2019, telemetry revealed sinus rhythm with first degree av block, right bundle branch block with absence of ventricular conduction at times. Ten (10 ) days post index procedure, a new permanent pacemaker was implanted. On the same day, the event was considered recovered/resolved.

Event description:
(B)(6) study. It was reported that complete heart block, 1st degree atrioventricular (av) block, sinus pause and stroke occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin at the time of index procedure. The patient received loading doses of 325 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete and partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure summary: post transcatheter aortic valve replacement (tavr), the patient developed complete heart block. No diagnostic procedure was performed for the event. A temporary transvenous pacemaker was inserted to treat the event. The event was considered recovered/resolved. Two (2) days post index procedure, the patient developed first degree av block. No diagnostic procedure nor action was taken to treat the event. At the time of reporting, the event was considered not resolved. Four (4) days post index procedure, the patient was noted to have spontaneous right-hand jerking, incontinent of urine and a right gaze preference and following the seizure was aphasic and having difficulty protecting airway which required intubation. Neurological examination was performed which revealed the patient to be oriented to person, place and time. The patient was attentive with normal concentration. Language was fluent, speech was of normal cadence and character. The speech was non-dysarthric. Cranial nerve examination revealed: not tested. The pupils are 3 mm, equally round and reactive to light. Visual fields are intact. The extraocular movements are full in all directions of gaze. There is no ptosis. Light touch intact and symmetric in the v1, v2, v3 divisions of bilateral trigeminal nerves. Intact masseter and temporalis strength. Facial movements are full and symmetric with the normal lip seal and eye closure. Hearing intact to finger rub bilaterally. Palate elevated symmetrically. Swallow and phonation are normal. There is no palatal myoclonus. Sternocleidomastoid strength is 5/5 bilaterally with normal shoulder shrug. Midline tongue protrusion without atrophy or fasciculations. Motor nerves: tone is normal in all four extremities without fasciculations, atrophy or myoclonus. There are no involuntary movements. No pronator. The patient was diagnosed with ischemic stroke, and diagnosis was based upon neuroimaging. The patient was treated with 2 mg of ativan and followed by propofol for sedation and started on keppra 250 mg. The nihss was 0. The mrs was 0. At the time of reporting, the event was considered recovering/ resolving. Six (6) days post index procedure, the patient was noted with sinus pause. No diagnostic procedure was performed, and no action was taken for this event. At the time of reporting, the event was considered recovering/ resolving.